Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the key switch and reseated the generator interface board and the fluoro functions board and replaced the high voltage supply regulator and performed a generator calibration. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed an interlock failure message. No pt injury was reported.